Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31539572l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after the cardiac ablation procedure with an octaray mapping catheter and non-jnj/bw ablation catheter (farawave catheter), the patient experienced pericardial effusion/cardiac tamponade that was treated with drainage. The report indicated that while preparing to exit the room, after the cardiac ablation procedure with an octaray mapping catheter and non-jnj/bw ablation catheter (farawave), pericardial effusion/cardiac tamponade was observed that was treated with drainage. The physician assessment of the health problem was non-serious (moderate/minor), and no extended hospitalization noted. No defect on the products, and no abnormalities observed prior/during use of the product. Information received indicated that the patient did not required surgery. The physician¿s opinion on the cause of this adverse event was that is bwi product malfunction, procedure, patient condition. The issue was related to the octaray catheter, and it was not related to the generator. The procedure (act) activated clotting time was 350 seconds. During the procedure, one catheter was used without exchanges. No ablation was performed by bwi catheter. Transseptal puncture was performed with rf (radiofrequency) needle. No relevant tests/laboratory data or relevant history/preexisting condition was noted. Transseptal puncture was performed with rf needle, and one site. No error messages were noted with bw equipment during the procedure.

Manufacturer narrative:
On 8-may-2025, bwi received additional information indicating that this octaray catheter is not the FDA-reportable device for this event. The physician commented that it seemed the cti was rubbed while ablating it with a catheter from another company (farawave). The most suspected device is the ablation device (farawave boston scientific) as this device was directly in contact with cardiac tissue. No specific issues were found with the octaray during the procedure. This event is not FDA-reportable for any bwi products. No further reports will be sent regarding this event. Manufacturer's reference number: (B)(4).